Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the pain wasn't completely resolved but he felt somewhat better. No further complications were reported.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a lot of pain and it was noted that the pain was due to not being able to make adjustments to the therapy. The patient had been admitted to the ER due to the pain but was no longer admitted and was at home. The caller stated that the patient¿s therapy had been working well since implant. It was also reported that the patient wanted to ¿blow their brains out with a shotgun¿ because of the pain. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the event was ongoing.